Manufacturer narrative:
Unit received with completely broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had physical damage. The customer's blood glucose was unknown at the time of incident. The customer reports that reservoir compartment had cracked and display readable. The insulin pump will be returned for analysis.